Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The adjustable pressure limit valve was replaced.

Event description:
The hospital reported the unit had a broken adjustable pressure limit valve. There was no report of patient involvement.